Event description:
It was reported that during a technical services (ts) consult for this implantable cardioverter defibrillator (ICD), ts noted that there was a false signal artifact monitoring episode caused by electromagnetic interference (emi), ts also noted that during the episode, this device recorded high out of range pacing impedances measuring greater than 3000 ohms as well as a low out of range pacing impedance measuring less than 200 ohms. Ts reviewed the impedance trend, and it was determined that the out of range measurement was due to the emi. Programming options were discussed. No adverse patient effects were reported. This device remains in service.